Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to an unknown cause. It was decided to decommission ventricular assist device (vad) prior to death. Device was functioning normally. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2024 after the decision was made to decommission the patient¿s pump. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. It was reported that the pump functioned normally. An autopsy was not performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.